Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular lead may not have been optimally positioned and was in a poor position. The lead is planned to be repositioned. No patient complications have been reported as a result of this event.